Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis identified premature battery depletion due to an internal battery anomaly. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.